Manufacturer narrative:
Additional information: h4: the lot was manufactured between 25 april 2025 and 26 april 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed fluid inside the device's bladder which suggested no flow may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had no flow during patient infusion. The device contained 3640mg of fluorouracil and 0.9% normal saline, with a total volume of 240ml. The expected infusion time was 48 hours. The pump was checked and observed that the pump was still full of medication, no evidence of infusion was noticed. The implantable catheter was also checked and found to be patent, and the patient was monitored. The medication was found to be non fluid; therefore, the pump was removed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.